Event description:
The customer reported to olympus, the flex deflectable videoscope had a chipped rubber adhesive part. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image could not be output due to damage of the imaging unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a chipped rubber adhesive part was confirmed. The device evaluation found the reportable malfunction reported in b5, image could not be output due to damage of the imaging unit; damage to charged coupled device unit, and because electrical contact of video connector was shaved. The following non-reportable findings were found during evaluation: adhesive on bending section cover had a chip, video connector had a scratch, adhesive around objective lens was peeled, bending section couldn't be fixed firmly due to damage on forceps elevator lever, video connector case had a scratch, light guide cover glass had a scratch, light guide connector had a scratch, switch 1 had a scratch, right/left lever had a scratch, forceps elevator lever had a scratch, up/down angulation lever plate had a scratch, right/left plate had a scratch, grip had a scratch, control unit had a scratch, angulation lever had a scratch, and the number of broken wire in bending tube blade exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have caused the no image to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.